Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had power loss and failed battery after inserting battery. The customer was advised that a new battery has to be placed in the pump to ensure that it works properly. The insulin pump will not be returned for analysis.